Manufacturer narrative:
Batch review performed on 27-dec-2023. Lot 1909756: (B)(4) manufactured and released on 18-mar-2020. Expiration date: 2025-03-04. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with another similar reported case during the period of review. Additional devices involved. Batch review performed on 27-dec-2023. Liner: mpact 01.32.3241hct flat pe hc liner ø32/d (B)(6) lot 2111802: (B)(4) manufactured and released on 14-sep-2021. Expiration date: 2026-08-30. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with another similar reported case during the period of teh review.

Event description:
At about 1 year and 11 months after the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner successfully. The surgery was completed successfully.